Event description:
Alleged event: the clips did not close. The patient condition was reported as unknown.

Manufacturer narrative:
The device sample has not been returned to the manufacturer will continue to monitor and trend related complaints.